Event description:
It was reported that the customer had trouble with the reservoirs. Customer brought out a new box. Customer stated that during the priming process, the pump would ask if she was disconnected like normal and she would hit yes, but it would end up taking her back to the fill tubing section again. Customer believed that it was a reservoir issue as she had gone through a few of them until it worked. Customer was advised that it sounded like an issue with the insulin pump since no alarms were present and insulin had been coming out. The pump was simply prompting her to fill tubing over and over. Customer was in a hurry and will call back at a later time to run a displacement test and to discuss pump functionality. Customer may need replacement reservoirs. Customer's blood glucose level was 136 mg/dl from earlier this morning and her sensor glucose reading was 191 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)